Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced mesh failure, dilated small bowel loops, abdominal pain, nausea, vomiting, emesis, small bowel obstruction, adhesions, devitalized skin, foreign body, lack of incorporation, mesh edges turned up, and recurrence. Post-operative patient treatment included revision surgery, admitted to hospital, npo status, PICC line placement for enteral nutrition, lysis of adhesions, removal of staples, hernia repair with new mesh, appendectomy, debridement of devitalized skin/subcutaneous tissue, bilateral abdominal fascial flaps, enterolysis, debridement of skin and soft tissue of abdominal wall, wound closure, removal of foreign body, and removal of mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced mesh failure, dilated small bowel loops, abdominal pain, nausea, vomiting, emesis, small bowel obstruction, adhesions, devitalized skin, foreign body, lack of incorporation, mesh edges turned up, infection, pain, mesh migration, and recurrence. Post-operative patient treatment included revision surgery, admitted to hospital, npo status, PICC line placement for enteral nutrition, lysis of adhesions, removal of staples, hernia repair with new mesh, appendectomy, debridement of devitalized skin/subcutaneous tissue, bilateral abdominal fascial flaps, enterolysis, debridement of skin and soft tissue of abdominal wall, wound closure, removal of foreign body, and removal of mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes), addiotnal code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced mesh failure, dilated small bowel loops, abdominal pain, nausea, vomiting, emesis, small bowel obstruction, adhesions, devitalized skin, foreign body, lack of incorporation, mesh edges turned up, infection, pain, mesh migration, inflammation, hematoma, scarring, and recurrence. Post-operative patient treatment included revision surgery, admitted to hospital, npo status, PICC line placement for enteral nutrition, lysis of adhesions, removal of staples, hernia repair with new mesh, appendectomy, debridement of devitalized skin/subcutaneous tissue, bilateral abdominal fascial flaps, enterolysis, debridement of skin and soft tissue of abdominal wall, wound closure, removal of foreign body, CT-scan, medication, and removal of mesh. Relevant tests/laboratory data: (B)(6) 2010: op note stated CT scan showed multiple dilated loops of small bowel -small bowel follow through study showed very delayed progression of contrast to the cecum with a distinct point of structuring near the terminal ileum. (B)(6) 2011: op note stated CT scan showed evidence of large abdominal wall hernia with bowel entrapped within the hernia sac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced mesh failure, dilated small bowel loops, abdominal pain, nausea, vomiting, emesis, small bowel obstruction, adhesions, devitalized skin, foreign body, lack of incorporation, mesh edges turned up, infection, pain, mesh migration, inflammation, hematoma, scarring, recurrence, necrosis, wound drainage, fistula, & scar tissue. Post-operative patient treatment included revision surgery, admitted to hospital, npo status, PICC line placement for enteral nutrition, lysis of adhesions, removal of staples, hernia repair with new mesh, appendectomy, debridement of devitalized skin/subcutaneous tissue, bilateral abdominal fascial flaps, enterolysis, debridement of skin and soft tissue of abdominal wall, wound closure, removal of foreign body, CT-scan, medication, removal of mesh, exploratory lap, double layered fascia closure, incision & drainage of abdominal wall wound, & wound closure.

Manufacturer narrative:
Additional info: h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced mesh failure, dilated small bowel loops, abdominal pain, nausea, vomiting, emesis, small bowel obstruction, adhesions, devitalized skin, lack of incorporation, mesh edges turned up, infection, pain, mesh migration, inflammation, hematoma, scarring, recurrence, necrosis, wound drainage, fistula, & scar tissue. Post-operative patient treatment included revision surgery, admitted to hospital, npo status, PICC line placement for enteral nutrition, lysis of adhesions, removal of staples, hernia repair with new mesh, appendectomy, debridement of devitalized skin/subcutaneous tissue, bilateral abdominal fascial flaps, enterolysis, debridement of skin and soft tissue of abdominal wall, wound closure, removal of foreign body, CT-scan, medication, removal of mesh, exploratory lap, double layered fascia closure, incision & drainage of abdominal wall wound, & wound closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.